Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the a video assisted thoracoscopic lobectomy procedure, surgeon tried to use stapler but the device did not fire.